Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. As received, the electrode belt intermittently failed incoming functionality testing, specifically an ECG fall-off test. The cause for the test failure and the non-functional ECG electrodes was isolated to an intermittent short in ECG "c". An unused pulse wire in the cable migrated into the ECG "c" electrode, causing an intermittent short. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were non-functional.